Manufacturer narrative:
Investigation completed 7/14/2017. A two year look back from 06/26/2015 to 06/26/2017 for this reported failure and or related to "cracked¿ for this product family shows that three additional complaints were received. No new design or manufacturing trends have been identified. The device in question was not released for review (¿device will not be returned¿) and the lot/serial number provided. There we are unable to determine root cause.

Event description:
Patient was positioned in both a doro radiolucent skull clamp (non-integra product) and doro radiolucent base unit (non-integra product) with an integra radiolucent skull pins (a2020). The surgeon was applying pressure to the patient's skull while pulling back the patient's scalp to expose the skull and patient's head moved in the skull clamp. No patient injury or intervention was stated or needed.